Event description:
It was reported that a patient underwent breast augmentation with an unknown mentor tissue expander on an unspecified breast side. Post-operatively, the patient was diagnosed with hematoma on an unspecified breast side. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2026. Air were taken out of the tissue expander and no saline was placed during the initial surgery. However, upon removal, fluid was identified inside and it was identified to be defective. The replacement device was another tissue expander.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 5, 2026, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint the tissue expander and looks deflated and a red fluid was observed inside of it, the red fluid could be infiltrated by a tear but in the photo the tear can't be observed. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.